Manufacturer narrative:
H6 ime e2402: terminal ileum wall thickening, abdominal cavity obliterated, frozen pelvis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a parastomal hernia. It was reported that after implant, the patient experienced hernia recurrence, terminal ileum wall thickening, edema, free fluid, staph aureus, strep penumonaie, fungal infection, fluid collections, seroma, open wound tender, pain, intermittent blockage, adhesions, bowel obstruction, nausea, scarring, abdominal pain, vomiting, hernia is uncomfortable, abdominal cavity obliterated, abdominal wall scarred and distorted, bulging between scars, swelling, bloating, distention, and frozen pelvis. Post-operative patient treatment included CT scan, IV antibiotics, wound care, mesh revision, hernia repair, multiple hospitalizations, multiple hernia repair with meshes, laparotomy, multiple lysis of adhesions, resection of end ileostomy, tackers removed, revision of scar next to stoma, repair of obstructed parastomal hernia, re-positioning of ileostomy, tpn via PICC line, IV fluids, ng tube, analgesics, hernia repair withsutures, and pain medication.